Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a battery failed alarm reoccur. The customer¿s blood glucose level was 128 mg/dl at the time of the incident. The customer received a replacement battery cap. Customer did use a recommended new or fully charged aa battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No failed battery test noted. However, device received with corroded battery tube.